Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed need assistance on 8100 sn (B)(4) , is having an error 210.6021, biomed already replaced display board and front keypad assembly but still having the same issue, showing error 210.6021. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I assisted biomed on 8100 sn (B)(4) , is having an error 210.6021, biomed already replaced display board and front keypad assembly but still having the same issue, showing error 210.6021, resolution to try replacing the logic board or consider sending it in for repair. Biomed will call back if needed further assistance. (B)(4).